Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not turning on. Analysis of the system log file showed that there was malfunction with the flexvision pc. During troubleshooting, the philips engineer did multiple restarts, but nothing worked. The fse replaced the flexvision pc. The defective part was returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device did not start, stalling at 00:00. The user performed multiple restarts, but the issue persisted. The device was in use at the time of the reported issue. There was no reported patient or user harm. The philips field service engineer (fse) replaced the flexvision pc, and the device was returned to use in good working order.